Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 3-may-2024, the patient reported that one infusion set did not stick. And patient reports set has been use for 1 day. No further information available.